Manufacturer narrative:
The investigation into the reported positioning issue was completed. The device was not returned for evaluation. Based on the information received, the most likley root cause of the pump positioning issue was use related as the pump position was moved 4cm and resultantly out of the lv. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 53-year-old male patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the pump position moved from 54cm to 50cm and came back across the aortic valve and could not be re-advanced through the valve. The pump was removed that same day.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.